Manufacturer narrative:
No product was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that there was an issue with top interlock sensor, heating element and pressure regulator. The event occurred during bench test. The operator of device was a field service engineer. There was unknown patient harm reported as a result of the event.

Manufacturer narrative:
B6, b7, and d3: corrected. D9: 6/26/2025. The suspected device was returned for evaluation. The event history log (ehl) was reviewed. The device was visually inspected. A functional test was performed and the top interlock switch sensor was found to be functional; however, the internal thermistor was faulty, which resulted in heating issues. Additionally, the printed circuit board showed signs of fluid spillage, which may have contributed to the observed malfunctions. As a result, the printed circuit board, air pressure regulator and top interlock thermistor were replaced, the service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair and was returned to the customer.